Manufacturer narrative:
(B)(4). Conclusion: the device was not available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The event could not be confirmed without product return or procedural film review. The presidio and prowler instructions for use (IFU) indicate that emboli are a known procedural complication associated with the products. If the continuous flush is not maintained, blood can enter the catheter, and thrombus can form. The prowler IFU recommends to ¿connect a hemostatic sidearm adaptor to the guiding catheter hub and maintain a continuous heparinized saline flush¿. The root cause of the event could not be conclusively determined; however, patient and procedural factors may have contributed to the event. Since there was no evidence to suggest the event was related to a manufacturing issue, no corrective actions will be taken at this time. This is an initial/final MDR report. This is 1 of 2 mdrs being submitted for this event, with associated report numbers of 1058196-2016-00075 and 2954740-2016-00140.

Event description:
As reported by a healthcare professional, during coil embolization of an inferior mesenteric artery, pre-endovascular aneurysm repair, a presidio coil ((B)(4)) became stuck at the distal end of the prowler select plus microcatheter (catalog/lot unknown) and thrombus was suspected. The physician had withdrawn and re-inserted the coil several times, but it still got stuck at the same point in the microcatheter and did not exit into the patient. The physician eventually concluded that the presidio was not usable, and removed it from the patient. An x-ray photo was then taken, which indicated that the blood flow had become slightly weaker, possibly due to thrombosis caused by the coil being stuck in the microcatheter. There was no report of treatment for thrombus, and the patient was not symptomatic or injured as a result of thrombus. The physician stopped adding more coils into the inferior mesenteric artery and proceeded with the endovascular aneurysm repair. The procedure was completed without further issues, and there were no patient injuries or complications. Due to the event, the procedure was delayed for 20 minutes. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the instructions for use (IFU), and the constant flush had been maintained through the microcatheter at all times. No visible damages were noted on the products prior to or after the event. Due to the fact that the patient was a (B)(6) carrier, the complaint products were discarded by the customer. No further information was available.